Event description:
Customer reportedly received results in the 90-150 mg/dl range on the aviva system and results in the 200-250 mg/dl range on a lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.